Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during the basic occlusion test, and the device alarmed during the prime test as a result of a loose drive support disk. However, the motor passed the motor test.

Event description:
It was reported that the customer could not enter the next step after rewind. No further information was provided.